Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is unclear at this time if both or only one 3dmax mesh device was removed. In addition it is unclear if the hernia repair done in (B)(6) 2012 was a repair of the original left, original right defect or both. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the 3dmax mesh implanted on the patient's left side. A second emdr was created to address the other 3dmax mesh implanted on the patient's right side. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for repair of bilateral inguinal hernia. Two 3dmax mesh devices were implanted to repair the left and right sided hernias. (B)(6) 2012 - the patient underwent an additional surgery to remove the 3dmax, which had failed, and repair recurrent hernia. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to correct the date of manufacture for the 3dmax mesh. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is unclear at this time if both or only one 3dmax mesh device was removed. In addition it is unclear if the hernia repair done in (B)(6) 2012 was a repair of the original left, original right defect or both. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the 3dmax mesh implanted on the patient's left side. A second emdr was created to address the other 3dmax mesh implanted on the patient's right side. Addendum #1: this supplemental emdr is being sent to correct the date of manufacture for the 3dmax mesh. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. I f additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum #2: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date, PMA/510(k), date of event and explant. Based on the additional information received, no conclusions can be made. Review of medical records finds that there is no indication of any adverse event or intervention provided for the perfix plug. Review of manufacturing records confirms product was manufactured to specification. This supplemental emdr represents the bard/davol 3dmax, left (device #1). An additional supplemental emdr was submitted to represent the bard/davol 3dmax, right (device #2). Note: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery for repair of bilateral inguinal hernia. Two 3dmax mesh devices were implanted to repair the left and right sided hernias. (On b)(6) 2012 - the patient underwent an additional surgery to remove the 3dmax, which had failed, and repair recurrent hernia. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: on (B)(6) 2008 - patient was diagnosed with bilateral inguinal hernia and underwent laparoscopic repair with implant of two 3dmax meshes. Per op notes "the right side with direct hernia and on the left side with indirect hernia. Two bard preformed 3dmax polypropylene meshes (device #1 (left) & device #2 (right)) were placed into the abdomen". On (B)(6) 2011 - patient was diagnosed with anterior abdominal wall incisional and umbilical hernia thereby underwent laparoscopic repair with implant of synthetic mesh. Per op notes "the patient has a smallish defect on a right side prior hernia repair site and palpable umbilical hernia. Both hernias were adjacent to one another and omentum incarcerated into hernias. A polypropylene coated synthetic mesh was then placed¿. On (B)(6) 2012 - patient was diagnosed with recurrent right anterior abdominal wall incisional hernia and underwent laparoscopic repair with synthetic mesh. Per op notes "there had been a shifting of the existing graft system exposed through the defect. In right upper quadrant, there was incarcerated omentum and portion of colon had been incarcerated in the recurrent hernia. There were no adhesions of the bowel to the existing mesh. We were able to completely remove all of the incarcerated omentum from the recurrent hernia and piece of synthetic mesh was placed¿. 20-jan-2014 - patient was diagnosed with incarcerated recurrent incisional hernia and underwent repair with synthetic mesh. Per op notes "there was a very excessive adipose tissue and the hernia was incarcerated omentum going into the right side of the abdomen and was reduced. A large mesh sutured to the fascia including the hernia side". On (B)(6) 2014 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent reduction and repair with synthetic mesh. Per op notes "thick adipose tissue down to the external oblique fascia, which has a protrusion through the pubic area. The synthetic mesh was placed". Between 23-jun-2014 to 23-jan-2018, patient frequently visited hospital for post op follow up. Attorney alleges that the patient had infection, pain and emotional injuries.